Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36 mm +1.5; pinnacle mtl ins neut36idx58od; unknown hip acetabular cup; summit duofix tap sz3 std off. Initial reporter occupation: non-healthcare professional.

Event description:
Litigation papers allege: friction and wear between the cobalt-chromium metal head and cobalt chromium metal liner has caused large amounts of toxic cobalt chomrium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in her right leg; popping and clicking sound in her right hip, sensation that the pinnacle device is unstable and will give out on him, inability to walk moderate or long distances, inability to sleep on her right side without severe pain, inability to sit for moderate to long periods of time, metallosis, cobalt chromium metal toxicity and other complications. Doi: (B)(6) 2003 - dor: (B)(6) 2011 (right hip). Update (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges dislocation with closed reduction. Updated patient's initials, and noted the patient's residence. Added patient's date of birth and added the firm name. Added account name/revision hospital. Added stem 157002090 lot # w4sfn1001. Doi: (B)(6) 2003 - dor: (B)(6) 2011 (right hip).